Manufacturer narrative:
The investigational analysis has been completed. The catheter was inspected and the spring inside the pebax was found damaged and bent, no internal parts exposed. Deflection test was performed, and the catheter failed. A failure analysis was performed, and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined, however, an internal corrective action was created to investigate this issue. The root cause of the pebax damaged cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred as the catheter could not deflect. The catheter was changed, and the procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The biosense webster failure analysis lab received the device for evaluation and on (B)(6) 2018, scanning electron microscope analysis showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. The hole finding has been assessed as MDR reportable. The awareness date has been reset to (B)(6) 2018, the date the hole was discovered.